Manufacturer narrative:
In this incident a doctor reported experiencing two small shocks from a handpiece motor. The motor in question may have caused the shock or it may have been the result of static electricity. Though there was no report of injury, this incident would be considered a malfunction which, it if were to recur, could possibly result in permanent impairment of a body structure or function or result in the injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Device was returned to the physical manufacturer for evaluation and repair. Evaluation results will be submitted in a follow-up report.

Event description:
Doctor experienced two small shocks while using the motor. There was no report of injury to the doctor or patient involvement.